Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increasing thresholds were required for the right ventricular lead. The healthcare provider reported that there were no active lead fractures seen during extraction. The lead was removed and replaced. The patient was stable.